Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen turns black and then becomes visible again when the handle returned to the natural position displayed during setup while using an olympus colonovideoscope. There was no patient involvement reported.